Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" on 7/19: 1.8; 7/25: 1.3, increased coumadin dosage; 7/31: 1.0. Patient has been using meter for several years. Target range: 2.0-2.5. Pt is not anemic, on chemo or dialysis. Microsafe tube was used to transfer blood. Sample applied within 15s of fingerstick.

Manufacturer narrative:
Investigation pending.